Event description:
Information received by medtronic indicated that the insulin pump had insulin pump alerts. Customer stated that they able to clear alarm and able to complete rewind. The customer performed auto test and test passed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2022 customer returned pump for an alleged a21, a17 alarms. Unit received a21 alarmed after battery change and resets time/date to factory default. Pump passed the self test, displacement test, and failed a21 alarm test. No unexpected a17 alarms noted during testing. Pump history download using thds was successful. There are no a21, a17 alarms on event date (B)(6) 2022. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Swapping out test interface boards confirms a21 alarmed and measure c13 voltage leak at interface board. The test reservoir locked in place properly and no anomaly noted. Unit had cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label. Unit alarmed a21 due to c13 voltage leak at interface board was confirmed. A17 alarm not confirmed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.